Event description:
It was reported that during a shoulder arthroscopy the apollo broke in two parts inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Visual inspection found that the face of the electrode has separated from the device. An image of a non-damaged electrode has been attached to the case for comparison. Functional testing cannot be performed as device was not returned. Complaint was confirmed from the provided photo. This device falls within the scope of ncr-20813.